Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation into the patient's right eye (od), white sediments were observed around the intraocular lens (model pcb00) and scratches. Reportedly, the surgeon prepared the lens himself with sufficient viscoelastic in the injector, he filled the chamber with viscoelastic as he always does, no resistance was noticed and nothing to raise concern for. However, after the injection into the eye, whitish elements floating around the lens were noticed. It looked like the lens had rubbed against the cartridge, it looked like shavings. The lens remains implanted. The account commented that the preloaded delivery system is not available for evaluation. The same issue was reported on three (3) pcb00s. On one of them, the surgeon noticed quite a bad scratch on the lens optic, although not on the visual axis. This reported is the third of the three mdrs.